Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that eri was prematurely tripped. Software to correct diagnostic error was reinstalled. The issue was resolved. The patient is stable.